Event description:
It was reported that the customer has been receiving no delivery alarms during bolus. Customer changed the infusion set 5 times over the last 24 hours because of the blood glucose level rising. Customer confirmed that the third time the set was kinked. Customer was advised that it might be a site related issue. It was stated that the customer is slimmer build. It was advised to trail a shorter cannula. Blood glucose value was 25.5 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We consider this report complete to the best of our knowledge.